Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a broken connector pin. The patient reported that they were told that they last recharged 4-5 days ago, then last night and then stated earlier in the morning. The patient stated their stimulation stopped working. The caller stated that they charged their ins and totally charged their implant fully, and within one half hour stimulation stopped. The caller stated that they tried to use their patient programmer to turn it on and sees something is not connecting. The patient stated that their rechargers wouldn't connect either. The patient was getting recharge the ins on the patient programmer and recharge the recharger on the recharger, even when the recharger was plugged into the wall with the green light on. The caller stated that the connector pin goes in firm and they can wiggle it. When the caller traded to the other recharger the screen was blank and dark. The patient didn't know if they had charged it or not. No further complications were reported. No further symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.